Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review, neither the devices have been received for investigation. The only available information is the referenced journal article. A technical investigation was not possible to be performed, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. Reported event: patient sustained a traumatic periprosthetic humeral shaft fracture 2 years after rtsa during a fall. This was treated with a long fracture stem. Received data: journal article: "reverse total shoulder arthroplasty for acute head-splitting, 3- and 4-part fractures of the proximal humerus in the elderly"; florian grubhofer, karl wieser, dominik c. Meyer, sabrina catanzaro, silvan beeler, ulf riede, christian gerber; journal of shoulder and elbow surgery. Trend analysis: not possible to perform, as no reference number was available. DHR: as no lot numbers were provided for the devices, the device history records could not be reviewed. An e-mail requesting missing device data information was sent on month day, year. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Review of received data: figure 1 in the article: a female patient (aged (B)(6)) with a 4-part fracture with a reattached and healed greater tuberosity after reverse total shoulder arthroplasty. The first row shows radiographs obtained pre-operatively; second row, immediately postoperatively; third row, 6 weeks postoperatively; and fourth row, 2 years postoperatively. The products seem to be implanted correctly. On the 6 weeks postoperatively x-rays it seems that the patient is developing an osteolysis in the humeral bone, the same observation was done also on the 2 years postoperatively x-rays. The article discussion however states: "4-part fractures of the proximal humerus in the elderly pose various challenges because of poor bone quality and difficult aftercare due to poor compliance." Root cause analysis: root cause determination using dfmea line 7 : bone fracture, loosening due to wrong geometry of uncemented fins/ cemented surface, use of cemented stem without cement, wrong positioning, insufficient bone: possible: because of "poor bone quality and difficult aftercare due to poor compliance" may have led to insufficient bone; line 10 : bone fracture, loosening due to wrong geometry of uncemented fins, wrong positioning, insufficient bone, wrong size of the rasp: possible: because of "poor bone quality and difficult aftercare due to poor compliance" may have led to insufficient bone; line 47 : damage to bone through intraoperative corrections affect performance in-vivo (i.e. Loosening, migration, misalignment), due to intraoperative corrections might contribute to poor long-term results: possible: no implantation reports available. Cannot be excluded. Conclusion summary: it is possible that the poor bone condition of the patient, combined with the reported traumatic event led to a periprosthetic bone fracture. However, due to significant lack of information, an exact root cause could not be determined the need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported in a medical journal that 4 complications happened on different patients that received an unknown anatomical shoulder stem. According to the article, one of the patients was revised after 2 years due to traumatic periprosthetic humeral shaft fracture during a fall. Implant and explant dates are unknown. Journal article: "reverse total shoulder arthroplasty for acute head-splitting, 3- and 4-part fractures of the proximal humerus in the elderly"; florian grubhofer, karl wieser, dominik c. Meyer, sabrina catanzaro, silvan beeler, ulf riede, christian gerber; journal of shoulder and elbow surgery.